Event description:
While using a byte night aligners, patient reported that their aligners are chipping their teeth and their teeth have barely moved in comparison to the results that byte shown. They were examined by a dentist that are recommending the patient to cease treatment with byte. The patient is missing an upper left canine and her midline is shifting to the left. This is a chief complaint of the patient and it seems to be getting worse with the current treatment. The patient's upper anteriors are tipping to the left which is making the midline discrepancy worse.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.